Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 6 inappropriate shocks and two inappropriate anti-tachycardia pacing (atp) due to apparent atrial fibrillation (af) with rapid ventricular response. The therapy for this episode was exhausted. Boston scientific technical services (ts) recommended further review with the physician. No additional adverse patient effects were reported.